Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was that patient reported that since a month ago, they have been experiencing longer charging durations. Patient stated that they use to be able to charge from 30% to 100% in 30 minutes but now it takes an hour. Patient stated not seeing any messages or error codes on the controller. Agent walked patient through resetting the controller. Patient confirmed the controller battery was at 100% and the ins was at 90%. Patient confirmed not seeing any damages on the recharger. Patient cleaned the pins and blew into the controller. Patient was able to start charging their ins with excellent quality. The ins battery increased to 100% during the call. Agent reviewed charging duration and frequency with patient. Patient also mentioned that sometimes the controller would show a good quality instead of excellent. Agent also advised patient to reach out to hcp to learn more about battery usage on the ins. Patient mentioned that their device was great and keeps them functioning and they can't live without it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of charging longer was either due to the belt or date. The belt became loose and then they repaired it. The patient stated that the company sent them a new belt and with the help of the technician they were able to change the date to today's date. The issue has been resolved.